Event description:
The user facility reported a 71-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported a patient had an attempted impella placement. However, it was unsuccessful due to the patient's anatomy.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely due to patient condition.